Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and one (1) battery ((B)(6)) were returned for evaluation. The pump and one (1) battery ((B)(6)) were not returned for evaluation. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed that, starting at 07:00:31 on (B)(6) 2020, (B)(6) was the only power source connected to the controller. A review of the alarm file revealed five (5) critical battery alarms and seven (7) controller fault alarms logged on (B)(6) 2020 starting at 10:16:56. The critical battery alarms were the result of the patient allowing the attached battery to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% relative state of charge (rsoc) and no power source was connected to power port two (2). The battery was then allowed to continue depleting, thus triggering controller fault alarms, which will occur if the battery is approaching 0% rsoc. Log file analysis revealed several controller power up events on (B)(6) 2020 starting at 13:12:49. Review of the event log file revealed that the controller powered down at 11:01:21. The last data point recorded before the first power up event revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2); (B)(6) had 0% rsoc, resulting in a loss of power to the controller. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing the controller power up events. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of clinical adverse events. The most likely root cause of the reported critical battery alarm, controller fault alarm, and vad stop events can be attributed to the patient allowing the attached battery to deplete to 0% rsoc. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller 2.0, d4: serial #:(B)(6), h3: yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 4315. D1: battery, d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. D1: battery, d4: serial #: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-oct-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery. Model #: 1650de, catalog #: 1650de, expiration date: 30-jun-2021, serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 06-jun-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery. Model #: 1650de, catalog #: 1650de, expiration date: 31-dec-2018, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-dec-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was alive in the morning and was seen to have taken their medication by their homecare nurse during their visit. On the same day the patient¿s batteries depleted which subsequently led to a ventricular assist device (vad) stop. In addition, review of logfiles showed multiple critical battery alarms on one of the batteries and controller faults. Two days later, the patient was found expired in their bed by family members that came for a visit. It was further reported that an autopsy was performed, and nothing was found.

Event description:
It was further reported, that the day after the homecare nurse¿s visit. The patient had not taken their medication. An external inspection was carried out by the police, when the body was found. And secondary signs of death were already visible.

Manufacturer narrative:
A supplemental report is being submitted for additional information received regarding the patient. Investigation of this event is pending. And a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information was received regarding the return of the device. A.3 was corrected to include the patient's gender. H.10 the additional products device codes for the controller and batteries were updated: d1: heartware ventricular assist system controller 2.0; d4: serial#: (B)(6); d10: yes, 25-sep-2020 dev rtn to MFR?: yes; h6:device code(s): was corrected from c62859 to c63007 d1: heartware ventricular assist system battery; d4: serial#: (B)(6); d10: yes, 23-sep-2020; dev rtn to MFR?: yes; h6: device code(s): was corrected from c62859 to c63030; d1: heartware ventricular assist system battery; d4: serial#: (B)(6); h6:device code(s): was corrected from c62859 to c63030. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.